Event description:
In 2009, stryker biotech received a report of wound infection and wound dehiscence in a male pt, who received op-1 putty in 2007, as part of a thoracic decompression and fusion for myelopathy. The physician reported that the pt had 'significant morbidity' including osteoporosis and diabetes mellitus and had undergone previous iliac crest bone graft for a cervical anterior/posterior procedure on an unspecified date. The pt recovered from these events. The physician reported that the infection and wound dehiscence were serious requiring hospitalization and that 'surgical exploration' (unspecified) was performed. The physician stated that he did not believe that the events were related to the use of the op-1 putty. Additional information will be requested.